Event description:
The consumer applied the product to her mother-in-law's back shoulder for an unspecified amount of time. When the patch was removed, the consumer claimed to have received one self-described second degree burn, one self-described third degree burn and skin removal. The area was described as red and swollen with blistering and scabbing. The consumer did not seek medical attention at the time of the incident and treated the area, which has taken longer than three weeks to heal, with antibiotic ointment.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor if they have diabetes. Furthermore, package labeling indicates that the consumer should not apply the patch on people who are unable to remove the product themselves. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.